Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the tidal volume displayed was outside of the normal range. The device was in use on a patient at the time of the reported issue was discovered. The patient was breathing laboriously, and hypoxia symptoms did not improve. Information was received that the patient was not placed on the device for hypoxia but instead reports the ¿hospital normally uses ventilator for patient.¿ the reason for ventilator usage was not reported. Questions concerning the patient¿s spo2 levels, device settings, and device configurations (including make/models of breathing circuit, patient interface (masks etc.), filters and additional attachments such as nebulizer tees and oxygen entrainment ports) were unanswered. It was also stated that the device logs could not be provided and returning the device for investigation was not possible. The hospital engineer reported that the device¿s ¿filter screen was clogged, after the equipment department replaced the filter cotton, the equipment resumed normal operation.¿ when asked to specify which filter was clogged, they reported ¿air filter cotton.¿ it is unclear if this is the air inlet, air outlet, bacterial, or fan filter. Based on the reported information, the device configurations were not reported but according to the v60 user manual warnings: avoid adding resistive circuit components anywhere within the patient circuit. Such components may defeat the disconnect alarm. Note: resistive components can include but are not limited to hmes, unapproved humidifiers, proximal flow sensors, a filter at the patient connection, or a narrow diameter circuit attached to a mask. Note: to ensure the correct performance of the ventilator and the accuracy of patient data, we recommend you use only philips-approved accessories with the ventilator. There are various schedules for filter maintenance outlined in the user manual to prevent obstructions that could lead to patient adverse events. Further warnings include: ¿to prevent patient or ventilator contamination, always use a main flow bacteria filter on the patient gas outlet port. Filters not approved by respironics may degrade system performance. During ventilation, patient exhalate is released into room air. Use of a patient circuit with a filter on its exhalation port is recommended. Nebulization or humidification can increase the resistance of breathing system filters. When using a nebulizer or humidifier, monitor the breathing system filter frequently for increased resistance and blockage. To prevent patient or ventilator contamination, inspect and replace the main flow bacteria filter between patients and at regular intervals. To avoid introducing foreign matter into the ventilator and to ensure proper system performance, change the air inlet filter at regular intervals. To ensure proper system performance, use a respironics-approved air inlet filter. Because some environments cause a quicker collection of lint and dust than others, inspect the filters more often when needed. The air inlet filter should be replaced; the cooling fan filter should be cleaned.¿ based on current available information the hypoxia is assessed as a serious injury; however, it was reported that switching to another backup ventilator the tidal volume returned to the normal range and the patient¿s breathing improved. Medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure occurred per report of switching ventilators. Based on current and available information, the device caused and contributed to the serious injury of hypoxia. No further actions are needed. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Per a good faith effort (gfe) response received, it was the filtration cotton that was replaced by the customer's equipment department to resolve the reported issue. The part number of the replaced filter was asked but was unknown.

Manufacturer narrative:
Type of reported complaint is corrected from product problem to serious injury.